Event description:
It was reported the patient's blood glucose level rose to 420 mg/dl while wearing the pod between 1 and 4 hours. As treatment, the patient administered a manual shot of insulin and applied a new pod.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking 0.18 inches from the nail head, causing corrosion, insufficient batteries and data loss. The internally torn soft cannula is confirmed as the cause of the insulin delivery failure.